Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that both the modular endo head sizing handles were not working properly. The head trial does not stay on the sizing handle and would get stuck in the acetabulum when sizing instruments being returned are in one piece and resulted in a 30 second delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed one ball plunger loose from its internal mechanism. Additionally, the overall device surface exhibited signs of heavy usage. Based on the age of the device (around 23 years), the observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not able to be replicated as the mating component was not returned for evaluation. However, it is reasonable to confirm a difficulty on the assemblance of the mating component, as the plunger mechanism is not functioning as intended. The overall complaint was confirmed as the observed condition of the s/c trial handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code aw1200 provided is not a valid finished goods lot number.

Event description:
It was reported that both the modular endo head sizing handles were not working properly. The head trial does not stay on the sizing handle and would get stuck in the acetabulum when sizing instruments being returned are in one piece and resulted in a 30 second delay.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.